Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a red screen with code 45982. There was no reported injury or adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical solis vip pump was returned for analysis with no physical damage noted on the pump. During analysis, the reported event was unable to be duplicated. Error code 45982 was found in the event log. Service replaced the printed wire assembly (pwa) board as a preventive action and motor due to loud noise during infusion. Based on the evidence, the complaint was not confirmed, and no fault was found.